Manufacturer narrative:
The biomedical engineer reported that the cns (central monitoring system) is experiencing communication loss with 8 bedside monitors at their surgical unit. The biomedical engineer found that the switch was showing that all lights were on. No patient harm was reported. The biomedical engineer placed a spare switch he had on-site which resolved the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the cns (central monitoring system) is experiencing communication loss with 8 bedside monitors at their surgical unit.